Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, there was liquid contamination. The cause for the failure was isolated to the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.